Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4)

Event description:
The customer contact reported that during the incoming inspection, prior to clinical use, the device did not sound an audible alarm tone during an alarm condition. Though requested, no add'l info was provided.